Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 04.019.036s. Lot: 96p5444. Manufacturing site: grenchen. Release to warehouse date: 25. March 2021. Expiry date: 01 march 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown if this single use device was reprocessed.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of shaft of right humerus. During the surgery, it was found that the multiloc screw which was intended to insert to ¿b hole¿ was inserted out of the hole. To remove and re-insert the multiloc screw, a screwdriver was tried to be connected to the multiloc screw, but it took time (about 3 minutes). Therefore, at the discretion of the surgeon, the operation was continued without replacing the multiloc screw, and completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unknown proximal screws (part# unknown; lot# unknown; quantity: unknown). Unknown nail ((part# unknown; lot# unknown; quantity: 1). Unknown drill ((part# unknown; lot# unknown; quantity: 1). Unknown depth gauge ((part# unknown; lot# unknown; quantity: 1). Unknown hammer ((part# unknown; lot# unknown; quantity: 1). Unknown connecting screw (part# unknown; lot# unknown; quantity: 1). This complaint involves unknown number of devices. This report is for (1) 4.5mm ti multiloc screw length 36mm-sterile. This report is 1 of 3 for (B)(4).